Manufacturer narrative:
Fiber analysis: the fiber was found to be fractured and partially melted at the proximal end of the metal cap. Detritus on the metal cap and devitrification of the glass cap was also observed. The fiber fracture could result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be excessive bending/user handling during the procedure.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, diminished tissue vaporization was observed at 31,199 joules of use. The case was completed using a second fiber. There was no report of injury.